Event description:
It was reported that the rack pushrod was leaking a black grease substance and there was damage to the rack pushrod, which affected the cartridge fit. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.